Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility performed prior to colonoscopy, the device tested positive for unspecified microbes. It may have been caused by an incomplete reprocessing procedure due to damage to the inside of the channel tube. The user then completed the intended procedure with another device. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The user did not return the device to olympus, but sent it to a third party for repair. According to the information provided by olympus trading (shanghai) limited, the device has been repaired once in the last year. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc was unable to determine the relevance of the reported event to the device. -as a result of the microbiological testing performed after the reprocessing by the user facility, bacterial growth was observed. -details of the result of the microbiological testing by the user facility were not provided, and it was not possible to confirm the sample collection location or the number and type of bacteria detected. -the device was sent to the third party, so olympus was unable to identify any defects in the device. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, the instruction manual states the prohibition of inappropriate repairs and modifications, and equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿¿¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.